Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a probable root cause of reported customer malfunction could not be identified. Additionally, probable cause of damage in fiber bonding in the outer tube area (distal end) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the laparoscope experienced a crushed probe. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.